Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation. One 6fr glidesheath slender device was returned for evaluation. One sheath and one dilator were returned. Visual inspection was performed on the sheath and dilator. There were no anomalies found with any of the connection points of the side arm.the sheath had a kink below the hub. The sheath side arm was functionally tested by attaching a syringe filled with water through the side port. Water was injected through the sheath, there was no leaking at any of the connection points found. The device was then imaged under microscopy. The connection point between the sheath and side tubing was imaged; and no anomalies such as a pin hole were found. The connection point between the side tubing and three-way stopcock was imaged, and no anomalies were found. The connection between the sheath hub and sheath tubing was imaged where a kink was present. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely off axis forces during use may have caused the kink. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a 6fr glidesheath slender was inserted into the patient's radial artery and a coronary catheterization was completed without incident. The customer attempted to pull back the sheath to place the tr band. Upon pulling back the sheath, the customer noticed that there was a leak at the connection point of the hub and sheath body, that appeared to be the size of a pin hole. A small amount of blood was noted inside the distal end of the hub where the sheath body was connected to the hub indicating blood was leaking in-between the connection of the sheaths body to hub. The tr band was placed. There was insignificant blood loss which was a couple of drops was noted. Hemostasis was achieved without further incident. Estimated blood loss was less than 250cc. The patient was reported to be in stable condition, and the procedure was completed.